Event description:
Attorney alleges "vibrations in his stomach area where the pacemaker was located... Preoperative diagnosis of malfunctioning dual-chamber pacemaker with diaphragmatic and abdominal wall stimulation."